Manufacturer narrative:
The nurse call device functioned as designed and the issue was determined to be with the bed cable not related to the nurse call device. Therefore, this event is considered non-reportable.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed alarms were not going through to nurse station. There was no patient/user injury reported.